Event description:
It was reported that the health care professional (hcp) called for review of device data for this patient with a cardiac resynchronization therapy defibrillator (crt-d) system. Technical services reviewed the data and found the atrium is silent. There is a rvs as it is biv trigger pacing. The shock electrogram (egm) does not look like other shock egms. On january 16th the patient received three anti-tachycardia pacing (atp) and one 41 joule shock for either junctional or supraventricular tachycardia (svt). It was noted they had numerous episodes throughout january 16th and january 17th. On the 17th the patient received another atp three times and two 41 joule shocks due to possible svt. The second shock converts the ventricular however the atrial is still fast. Then another 41 joule was delivered for a ventricular arrythmia. The shock channel prior to that atrial pace/ ventricular pace is very small. During the arrythmia the atrial becomes silent. The shock converts the arrythmia and then the device is atrial pace/ ventricular pace. Technical services suspected the patient passed away. The health care professional (hcp) also thought the same thing. Additional information was requested from the field representative however, no new information was obtained. It was not confirmed which arrythmia the patient had therefore, it is suspected this was inappropriate therapy. At this time, the device remains in service. No additional adverse patient effects were reported.